Event description:
A report was received that the patient's leads were producing high impedances. The patient was having loss of stimulation. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient's leads were producing high impedances. The patient was having loss of stimulation. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well post-operatively

Manufacturer narrative:
Device evaluation indicated that the lead passed performance tests performed. (B)(4): the complaint was confirmed. The broken cables resulted in high impedances. Microscope and x-ray inspection of the leads revealed fractured cables at the bent/kinked location of the lead. This location appeared to be the site where the clik anchors were positioned. (B)(4): visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found. (B)(4): one of eyelets was damaged.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.